Event description:
It was reported that the customer had broken belt clip. Customer's blood glucose was 162 mg/dl. I t was also mentioned blood glucose was 16 mg/dl. Advised customer the belt clip would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump passed displacement test and basic occlusion test. However, unable to prime insulin pump during prime/compromised force sensor system test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with minor scratches on display window and reservoir tube window and case. Insulin pump received with cracked belt clip slot and battery tube threads. Insulin pump received missing end cap sticker.